Event description:
Information was received from a healthcare provider (hcp) regarding patients receiving unknown medications via implantable infusion pumps. It was reported that the healthcare provider (hcp) had seen "breakdowns, especially in the winter time" referring to medications used in the device system. The hcp stated that bupivacaine "doesn't do well with the cold". It was unclear what other specific medications the hcp was referring to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.